Event description:
The customer reported to olympus during an unspecified procedure, the balloon came off of the endoscope while the endoscope was removing the scope from the endotracheal tube while inflated. The balloon was not retrieved or located anywhere. The customer stated it is unknown where the balloon is. The customer reported a 'full scan' of the lungs was performed and the balloon was not identified in the patient. The balloon was not found in the room after searching as well. No patient injury or harm reported. (B)(4): scope. (B)(4): balloon.